Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Evaluation: results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04205. It was reported, the pt was experiencing pain at the ipg site. The sjm representative reported, the pt was experiencing uncomfortable ipg pocket heating while recharging the ipg. The pt was advised of charging recommendations. Follow up indicated the heating issue was resolved with the charging recommendations. It was reported, the pt did not want to pursue surgical intervention to address the pain at the ipg site.